Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified a corner of the pad has broken off and was retrieved. No further evaluation can be made from the provided picture and the product was not returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, the pad of the impactor instrument fractured while the surgeon was impacting the femur. There was no surgical delay or patient impact as a result of the malfunction. It was reported that no further information is available.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use nicked / gouged / worn and has two pieces fractured off. The fractured pieces were not returned. The pad was submitted for further analysis. Analysis determined the features of this fracture surface and mode align with those reported in a zrm. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and a review of the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.